Event description:
It was reported that a power on reset (por) occurred, and it was unknown which error code accompanied the por. No diagnostic testing or troubleshooting was performed but would be in the future. There were no patient symptoms or complications associated with the event, and the patient status at the time of the report was alive, no injury. Information regarding the cause of the por and if the patient was receiving effective therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).